Manufacturer narrative:
The lot number of the device used is unknown; consequently, the expiration and manufacture date are unknown. A review of the device history record and lot history was not performed due to the lot number not being provided. A ship history was performed and found that lot 9781661 had been shipped to the customer in july 2007. A lot history search was performed and found no other complaints. A review of the device history record was performed and revealed no related issue to this complaint. The december 2007 15/month percuflex plus w/wire product family complaint trend report was reviewed; no unfavorable trend was noted. Boston scientific corporation received one percuflex plus ureteral stent inside a ziploc bag and biohazard bag. Residue was present in and on the device to indicate use. The proximal end of the stent had been detached and was returned with the rest of the device. A visual evaluation found that the proximal end of the stent had been torn off. The tear was stretched and jagged. The tear had occurred approximately 14.4 centimeters from the proximal end of the stent. The entire working length of the stent had been discolored black by biofilm. The inner diameter was partially encrusted. The proximal remnant of the stent was found to be stretched and deformed. There was a deformed area that appeared to possibly have been created due to some type of tooling, most likely used in trying to remove the stent. A guidewire could not be placed through the device due to encrustation inside the stent. The customer complaint has been confirmed. The most probable root cause is that due to encrustation and biofilm formation, the stent was difficult to remove from the patient. It appears excess force applied to the stent during removal may have caused the stent to tear in two.

Event description:
It was reported that upon a routine removal of a percuflex plus urological stent (patient age and weight is not known), which had been in place for approximately 3 months, the stent broke. The physician removed a discolored, 2 cm piece of the stent from the ureteral orifice with forceps. Another stent was successfully implanted and there were no complications reported for the patient.